Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had undesired stimulation for 2 seconds. The patient was zapped by the ins and knocked to the floor. The patient got an abrasion on their left knee and stomach from going down to the floor. The patient reported that the zap felt like a really bad spasm. The sensation was over in 2 seconds and the patient was able to get up and was fine. The patient¿s ins was reprogrammed and set up with adaptive stimulation. The issue was resolved, and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had undesired stimulation for 2 seconds. The patient¿s ins was reprogrammed and set up with adaptive stimulation. The issue was resolved, and no further complications are anticipated.